Event description:
The customer stated software error 002 in task 40 occurred on the axsym analyzer after installing drugs of abuse/toxicology assay disk version 8.0. The customer edited the cutoff parameters and attempted to run the amphetamine assay. The customer was instructed to reinstall the assay disk and rerun the samples without changing the cutoff parameters. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is completed.